Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. Investigation was unable to determine which of the leads attributed to the event. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000082693.